Event description:
Customer reported that their display is failing. The display failure is seen as the back-light not illuminating. The customer tried adjusting the back-light but that did not work. No pt involvement.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.